Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued on an unknown date. At the time of this report, the patient remained hospitalized however, was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with ceftazidime injection (1gm, once daily, ongoing) and imipenem injection (250mg, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized, and the patient¿s outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.